Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation. Impedances of >4000 ohms were reported on the unipolar pairs on the pt's device. It was also noted that the impedances measurements of <250 ohms were seen on the bipolar pairs. X-rays showed that everything was intact and in place although the company rep could not remember the exact lead placement. It was possible that the lead pulled back from the neurostimulator but this was not confirmed at the time of this report. There was no accident or incident related to this event. Additional information was requested. See manufacturer report #3004209178-2010-06524 for revision/replacement of lead issue 6 months ago for loss of stimulation of different neurostimulator.

Manufacturer narrative:
(B)(4).